Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a fluid leak caused by a break in the cylinder tubing. A new ipp was implanted and no further information has been reported.